Manufacturer narrative:
H10 device evaluation: one device and five photographs were submitted for investigation. The photos showed the leak in the inflation line. Visual inspection of the returned device showed no visible defects. Functional testing was performed and a leak in the inflation line was found, confirming the customer's complaint. A device history report (DHR) review was completed and there were no issues or nonconformances reported during the manufacture of this lot. Based on the analysis conducted in the sample provided, leaking failure mode was confirmed. Therefore, according to the occurrence of this failure condition could be caused by the manufacturing method was not followed: not enough solvent at the joint. All mitigations are in place and were verified. It was confirmed they have been executing according to procedure. It will be continue to be monitored for this failure condition in this product for threshold or escalation.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer was putting air in the cuff, a strange noise was heard. No patient injury was reported.